Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to an unknown lot number for breaks off during use. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for breaks off during use. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle broke off inside the patient during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that while the consumer was administering his insulin shot with a bd nano pen needle, he sneezed and the needle broke off into his stomach. Stated it happened over a month ago. Verbatim: consumer stated he was administering his insulin shot with a bd nano pen needle, he sneezed and the needle broke off into his stomach. Stated it happened over a month ago. Patient end broke off. Stated he had the needle surgically removed (needle discarded by doctor). Stated his doctors office is in (B)(6) (doesn't have a name or address to provide). Stated, stitches came out on (B)(6) 2019, no follow up necessary. Stated he called in because his doctor told him he should make bd aware. No sample available to send in. Could only provide description of product, bd nano pen needle. No additional information.